Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed but not replicated. In logs the 22021 error was found indicating engagement fault on the carriage gearbox, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a test platform where a relevant testing was passed within specification. Once testing was completed, the gearbox was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the carriage gearbox is consistent with the reported event and is the potential root cause for this issue. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer was unable to open/close the jaws of the monopolar curved scissors instrument on the universal surgical manipulator 4 (usm4). The customer stopped using the usm4 and continued with the remaining usms. The customer moved the instrument to the usm3 and had no issues operating the jaws. The procedure was completed with no reported injury.